Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
Doctor reported that implant was removed because it was too close to tooth site 34.